Event description:
Potential ventricular loss of capture during cardiac arrest/external shocks. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).